Event description:
It was reported by service report that the scale was inaccurate. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results - control board. Conclusions - parts sent to customer for repair.